Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The investigation of the components showed several traces of wear. In addition to that there had been black and white abrasion particles at the pe plateau and the rotational bushing. These particles were analyzed and interpreted as blood serum in combination with titanium particles (black particles) and bone cement (white particles). The abrasion-induced destruction of the plateau surface was caused by bone cement particles. It can be assumed that the connection between the modular stem and the tibial component loosened while the locking screw broke, which induced abrasion of titanium and finally through instability a damaged bushing. From what origin the bone cement particles were and when the plateau was damaged is not comprehensible. X-ray images and patient data were not provided. We conclude that the tibial component loosened initially and further types of failure occurred secondarily. The endo-model is known as an implant used for revision and tumor treatment. In this case a younger patient with bone sarcoma was provided with the endo-model. Due to this assessment and a standing time of about 13 years a product failure is not assumed. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
"Breakage between tibial plateau and stem." Rizzoli h. Bologna.